Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was observed to be depleting quickly. Pump turned off before customer was able to charge. Upon turning on the pump, a malfunction alarm occurred. Customer's blood glucose level was 80 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure back-up therapy was obtained.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the alleged battery issue could not be verified.